Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after filling the cartridge with approximately 180 units of insulin. Additionally, it was reported that the load fill tubing step required more insulin than expected. Reportedly, the pump supplies were changed to address the issue. Customer's blood glucose was 280 mg/dl.